Event description:
It was reported that after the third dilatation, the balloon could not be deflated & removed through a 7 french introducer sheath. The catheter & sheath were removed & the procedure continued without a sheath using only another catheter. Again, the same removal difficulty was encountered & the cath was removed intraoperatively. No further complications.